Event description:
It was reported that the patient received an inappropriate high voltage therapy from their implantable cardioverter defibrillator. The device had correctly diagnosed a supraventricular tachycardia but it eventually exceeded the upper limit and the patient received an inappropriate shock. No device intervention was performed but programming changes were discussed. The patient was prescribed medications in order to control their rate. Patient was stable after the event.